Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery lobectomy of the left upper lobe, after discontinuation of the segmental artery, the surgeon noted bleeding in the area of the staple suture. They tried to control the bleeding by compressing for 2-3 minutes with a swab. The bleeding became stronger and could not be controlled more minimally invasive, so a thoracotomy was required. The vessel was then disconnected and sewn. The patient had a blood loss of about 1.5 liters due to the bleeding. Another segmental artery, previously deposited with another loading unit, also had a perioperative hemorrhage, which was then sewn over for safety. There was tissue damage as a result of the problem, and the incision was extended by more than 1 inch.